Event description:
A customer contacted baxter technical services (bts) regarding assistance with a system error 2240 alarm during drain 4 of 4 on the homechoice machine (hc). The technical service representative (tsr) assisted the home patient (hp) to clear the alarm and explained the meaning of the alarm. The tsr advised the hp to complete the drain with a manual exchange. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in line) was not confirmed due to a lack of sample; therefore, the root cause of the complaint was not determined. The lot number is unknown therefore a batch review was not performed.

Manufacturer narrative:
(B)(4). Sample availability is unknown. The lot number is unknown; therefore a batch review cannot be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.